Event description:
The contact is a home health nurse calling from the customer's home. The customer had erratic blood results. No actual numbers were given. The nurse ran a control test and got a result of 41mg/dl. The range is 92-124mg/dl. The customer service rep discussed the importance of mixing the control before use. A control retest gave a result of 113mg/dl which was within range. A check test also showed the meter was working electronically. The check test result of 105mg/dl was within the 95-115mg/dl range. Customer service attempted to replace the meter system. The customer declined.